Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. Troubleshooting was not performed because the caller stated that the alarm was resolved by changing the infusion set and the reservoir. The caller stated that the customer is skinny and had been inserting the infusion set on their buttocks. The alarm occurred when the customer inserted the infusion set on their stomach. Nothing further was reported.